Manufacturer narrative:
A batch record review and retained testing were performed. Satisfactory results were obtained. (B)(4).

Event description:
Customer reported a patient sample with a known anti-d and anti-c did not react with vra152 cell 5 (d-c+c+).